Event description:
Report received from the USA stating that during pre-testing, it was discovered that the device's "cord was detached." There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to improper handling. The reported malfunction was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).